Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a generator revision following an infection at the implant site and perforation. The outcome was resolved completely. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.